Event description:
During investigation of the belt for an unrelated issue, a reportable malfunction was found. The belt was unable to complete an ECG falloff test.

Manufacturer narrative:
During investigation of the belt for an unrelated issue, a reportable malfunction was found. The belt was unable to complete an ECG falloff test. Upon investigation the electrode belt ECG "a&b" cable was cut, damaging the lead 1+ wire in the cable. The root cause for cut cable was physical abuse. No adverse event resulted from the damaged belt.